Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on provided information, power error occurred. Information about defective part and repair was not provided. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The power_failure_24_volts_too_low alarm shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).